Event description:
It was reported the patient experienced headache, stomach ache, abdominal pain, fatigue and patient "couldn't get up". The critical pump alarm was heard on (B)(6) 2013. The patient was feeling depressed on (B)(6) 2013. The pump was read on (B)(6) 2013 and was empty. The pump was refilled (B)(6) 2013 and the patient is doing much better; maybe it is due to a "placebo affect". The patient was seeking a physician to manage her care. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
All previously reported conclusion codes have been updated/corrected.

Event description:
It was later reported that, last summer, the patient¿s pump was beeping and was out of drug. The patient needed a refill but did not know it.